Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 46 mg/dl and current is 196 mg/dl. The customer treated their low blood glucose with orange juice and candy and food. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device alarm history record properly and no anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device had cracked reservoir tube lip and stained address or serial number label.